Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the high impedance is unknown. Impedance issue resolved and the information has been confirmed with the physician/account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that they saw the patient on (B)(6) 2018 and everything was resolved. All the impedances resolved and the patient is getting good coverage and everyone is happy. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that on the day of the patient¿s replacement surgery, the impedance measurements intra op and during recovery were fine. But at the time of the report, the impedances were greater than 40k ohms with all pairs on contacts 1, 5, 6 and 7. The rep did note that the patient was getting adequate coverage. There were no further complications reported or anticipated.